Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons were not responding. The customer¿s blood glucose was unknown. Troubleshooting steps were provided keypad issue. Customer already tried changing battery a couple of times but keypads are not responding, message was not changing and as well insulin pump not accepting battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to determine keypad anomaly, partial display anomaly, perform displacement test, self test, and current measurements due to blank display.